Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 478 mg/dl. Customer also reported a broken belt clip holster. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.